Manufacturer narrative:
The device was returned for evaluation. The testing of the device could not confirm the reported "primary audible post alarm". The force sensor was found out of specification due to wear and product age.

Event description:
It was reported the device had an issue with the alarm speaker and a "post audible alarm" error occurring intermittently. No adverse effects to patient reported.